Event description:
The hospital reported prior to the procedure, that the hst iii system (4.3mm) aortic cutter blade tip was already outside, as it was already used. The device has not been used; however, patient was in the or room. A new device was used to complete the procedure. There was a procedural delay while controlling accurately the device. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations:(B)(6).

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 01/29/2026. An investigation was conducted on 02/10/2026. A visual inspection was conducted. The delivery device was observed in the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. Signs of clinical use and evidence of blood was observed on the device. The aortic cutter was observed to be in unlocked and deployed state. There were no visual defects observed on the aortic cutter. Based on the returned condition of the device as well as the evaluation results, ther reported failure "premature activation" was not confirmed. The lot # 3000473063 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.